Event description:
Device 4 of 4. (Please see MFR # 1627487-2010-02845, 1627487-2010-02878, and 1627487-2010-02879 for devices 1, 2, and 3).

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the extension was visually inspected and appeared to be in good condition. The extension passed functional testing. Conclusion: the reported complaint could not be confirmed for this particular extension. The device passed functional testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.